Event description:
It was reported that this patient was admitted to the hospital, as the patient had a syncopal event, fell and hit their head. The initial device check tested with normal sensing and capture. Isometrics yielded no noise. However, telemetry strips were printed later and showed about 8 or 9 seconds of asystole. The patient was reportedly sitting on side of the bed when the rhythm strip of asystole was printed. Additional isometrics were performed with no noise produced and there have been no stored events to indicate noise. The respiratory response trend is programmed off so that is not the cause. Of note, the potassium level in the patient, was higher than the morning prior, on the morning of the event. As the cause could not be determined, the physician replaced the right ventricular (rv) lead from another manufacture and the device. No further information is known. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Observations were not confirmed in testing. However, the impedance measurements noted in remote monitoring data meet the characteristics of a product trend. Describe event or problem and device code were updated.

Event description:
It was reported that this patient was admitted to the hospital, as the patient had a syncopal event, fell and hit their head. The initial device check tested with normal sensing and capture. Isometrics yielded no noise. However, telemetry strips were printed later and showed about 8 or 9 seconds of asystole. The patient was reportedly sitting on side of the bed when the rhythm strip of asystole was printed. It was also noted that previously, there was a spike in impedance 6 times, up to about 1200 ohms. Additional isometrics were performed with no noise produced and there have been no stored events to indicate noise. The respiratory response trend is programmed off so that is not the cause. Of note, the potassium level in the patient, was higher than the morning prior, on the morning of the event. As the cause could not be determined, the physician replaced the right ventricular (rv) lead from another manufacture and the device. No further information is known. No additional adverse patient effects were reported. This product has been returned for analysis. This report is being updated, per the analysis completion.